Event description:
This lead was explanted due to inappropriate shocks, capture issues, and phrenic nerve stimulation. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(6) 2022 - inappropriate shocks were reported in error on this lead. There were no inappropriate shocks. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed a deformed conductor coil 2 cm proximal to the lead tip, which most likely resulted from the surgery due to mechanical stress. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
On 15-dec-2022, inappropriate shocks were reported in error on this lead. There were no inappropriate shocks.